Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient presented to the clinic for a backup battery fault. A system controller exchange was planned since that was the second backup battery fault. Log files were submitted for review which captured emergency backup battery (ebb) faults occurring from (B)(6) 2026. It appeared the ebb was not passing the load test. Additional information stated that emergency backup battery (ebb) faults resolved after exchanging the controller.